Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic-assisted distal gastrectomy (ladg) procedure at closure of entry hole in delta shaped anastomosis, they used a powered stapler device. For the 5th firing, they connected the reload to the adapter, the surgeon tried to fire the device, however the knife did not advance and could not fire the device. Replaced by a new reload, and the surgeon tried to clamped the tissue, however could not open the jaws properly. Replaced by a new cartridge, and the firing was completed with no problem. The event occurred during the procedure but the product was not used for patient. The surgical time was extended by less than 30 min. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device with articulating medium/thick reload. Visual inspection of the returned product noted that the reload was fully fired. Functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.